Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed by the central sterile services department manager at the user facility that the customer high definition endoeye ii, autoclavable video telescope has an abnormal color tone, ¿green image on screen¿. The customer reported problem was found during maintenance. No death or injury and no impact to patient or other has been reported to olympus.